Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received alert for high out-of-range pacing impedance on the right ventricular (rv) channel. A copy of device memory was preserved and submitted for analysis. Boston scientific technical services (ts) reviewed the data and recommended troubleshooting options. Additional information was reported that the patient was admitted to the hospital due to beeping tones from the device. The device impedance measurements was suspected to be unstable. Ts reviewed the data and confirmed that there was no noise recorded and the device is operating as expected. Ts recommended further rv lead integrity troubleshooting. The device remains in service. No adverse patient effects were reported.